Manufacturer narrative:
A visual examination revealed that the exposed cut wire and the extrusion at the distal tip was bent/kinked. The exposed cut wire length and od were measured and found to meet the manufacturing specifications. The condition of the returned unit was consistent with the complaint incident that the cutting wire was kinked. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the kinked wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure the nurse reported that when they went to bow the wire on the sphincterotome within the bile duct, the wire was kinked. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure the nurse reported that when they went to bow the wire on the sphincterotome within the bile duct, the wire was kinked. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.